Event description:
6fr foley placed (1.5cc balloon) with pain noted to pt. Foley noted to be in neck of bladder and not completely in the bladder. Rn attempted to deflate balloon without success. Radiologist attempted to deflate balloon several times without success. Pt required sedation and anesthesia while radiologist made incision suprapubic and popped balloon with a needle. Fluoroscopy procedure showed minimal leakage at the puncture site but no other problems. Pt to follow up with urologist for problems.